Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foggy image, the screen turned white with no image, and dirt present on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the foggy image was due to dirt on objective lens. Moreover, the most probable cause of dirt on objective lens was not established. Additionally, the most probable cause of the screen turns white with no image was due damage on objective lens. Moreover, the most probable cause of the malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, the correct date was 11/10/2025.

Event description:
No additional information from the customer.